Manufacturer narrative:
Onyx residue was found inside the marathon catheter hub. The remaining onyx will not be returned for analysis as it was consumed in the event. Based on the analysis the clinical observation was confirmed. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. Per the onyx IFU: when injecting onyx les, fluoroscopic visualization should reveal onyx les traveling through the catheter lumen. Adequate fluoroscopic visualization must be maintained during onyx les delivery or non-target vessel embolization may result. Stop injection if onyx les is not visualized exiting catheter tip. If the catheter becomes occluded, over-pressurization can occur. During onyx les injection, continuously verify that onyx les is exiting the catheter tip. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. Stop injection if increased syringe resistance is felt. Increased injection force may be due to catheter occlusion. Continued injection into an occluded catheter will result in catheter rupture. Premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount.

Manufacturer narrative:
The device lot number was not reported. The device will not been returned for analysis as it was implanted; therefore the complaint could not be determined. Per onyx instruction for use: "increased resistance to onyx¿ les injection ¿ stop injection. Do not attempt to clear or overcome resistance by applying increased injection pressure. If this occurs, determine the cause of resistance (for example, onyx¿ les occlusion in catheter lumen), and replace catheter. Use of excessive pressure may result in catheter rupture and embolization of unintended areas." Same event as reported in MDR MFR: 2029214-2016-00199.

Event description:
Medtronic received information that during an embolization procedure of an arteriovenous malformation (avm), the physician found there was resistance and no onyx outflowed from the micro catheter tip. The physician then washed the catheter with dmso and still felt resistance. He withdrew the micro catheter, and during the withdrawal process, found onyx was within the lateral wall of the duct to the vertebral artery. The physician washed the catheter with dmso and found the head marathon was broken. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.